Manufacturer narrative:
Method: device not returned; results: review of the manufacturing records did not reveal any relevant manufacturing issues. The parts were not returned. The patient was not reported to have experienced any falls, was fused at the time of the revision surgery and was reported to have a normal activity lifestyle. The patient's bmi was calculated to be high. Conclusion: the probable root cause of the implant fracture is too high bmi as advised in the IFU.

Event description:
It was reported that; (B)(6) patient was revised further to a screw breakage. The patient had an osteosynthesis on l2-l3-l4 on (B)(6), 2013 with implants ; rods length 40mm, screws diam. 5.5mm on l2 and l3 and screw diam. 6.5mm on l4. Screw fracture on l4, left side. The patient had pain in the back, with a x-ray control : confirmation of the broken screw. Patient was revised on (B)(6), 2015 with change of the screw on l4, left side. Implantation of a screw diam. 6.5 length 45mm. The surgeon revised the patient by removing the tulip and the body of the screw into the pedicle screws to replace the screw. Patient left the clinic and is well.

Event description:
It was reported that; a (B)(6) patient was revised further to a screw breakage. The patient had an osteosynthesis on l2-l3-l4 on (B)(6) 2013 with implants ; rods length 40mm, screws diam. 5.5mm on l2 and l3 and screw diam. 6.5mm on l4. Screw fracture on l4, left side. The patient had pain in the back, with a x-ray control : confirmation of the broken screw. Patient was revised on (B)(6) 2015 with change of the screw on l4, left side. Implantation of a screw diam. 6.5 length 45mm. The surgeon revised the patient by removing the tulip and the body of the screw into the pedicle screws to replace the screw. Patient left the clinic and is well.